Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer was unable to open. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did locate one (1) similar complaint with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 pocket c3 had failed and was not detected on the communication bus. A field service engineer disconnected and reconnected the row board cable from the drawer control board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.